Event description:
It was reported by the patient that the patient¿s blood glucose reached to 400 mg/dl while wearing the pod between 5 and 24 hours on the leg. While patient was reporting this pod, it was discovered that the pink slide insert did not move into the viewing window and patient unsure if the cannula came out and it was not visible, which indicates a failure of the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.